Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open to issue the refrigerator key. A technical support specialist (tss) used the tester application to open the bin, allowing the customer to retrieve the key, as the b transaction had already been registered. The tss advised the customer to have authorized facility staff perform a cycle count to adjust the inventory accordingly. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue lantus solostar 100 units/ml as the drawer failed to open to issue the fridge key.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.